Manufacturer narrative:
Section a: no patient was involved. There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module had a damaged ac power connection. The unit was damaged in the emergency room. The power module was returned for evaluation and repair.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Section h6: corrected. This event was determined to be supplemental information to manufacturer report number 2916596-2024-03167. The investigation findings will be reported under manufacturer report number 2916596-2024-03167.